Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported fluid leaked from the stay-safe connector during fill 1 of 4 of treatment. Fluid was not discovered in the pump module area or on the external of the cassette. It was reported multiple m31 air detected in cassette warnings occurred during drain 0 of 5 of treatment, and fluid was seen from the stay safe connector. The patient was connected during incident. Fluid was not seen at the time of the m31 warning alarm. The patient was advised to follow up with the peritoneal dialysis registered nurse (pdrn) to confirm if thy were able to re-setup. Upon follow up, the pdrn stated the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed and stated the patient contacted the on-call nurse and was able to re-setup supplies and completed treatment using the cycler following the reported event. Per pdrn it was unknown what may have attributed to the fluid leak event and confirmed no issue was noted with the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy using the cycler with no further issues. The liberty cycler set used by the patient was discarded and was no longer available to return for physical evaluation by the manufacturer.

Event description:
A peritoneal dialysis (pd) patient reported fluid leaked from the stay-safe connector during fill 1 of 4 of treatment. Fluid was not discovered in the pump module area or on the external of the cassette. It was reported multiple m31 air detected in cassette warnings occurred during drain 0 of 5 of treatment, and fluid was seen from the stay safe connector. The patient was connected during incident. Fluid was not seen at the time of the m31 warning alarm. The patient was advised to follow up with the peritoneal dialysis registered nurse (pdrn) to confirm if thy were able to re-setup. Upon follow up, the pdrn stated the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed and stated the patient contacted the on-call nurse and was able to re-setup supplies and completed treatment using the cycler following the reported event. Per pdrn it was unknown what may have attributed to the fluid leak event and confirmed no issue was noted with the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy using the cycler with no further issues. The liberty cycler set used by the patient was discarded and was no longer available to return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.